Manufacturer narrative:
Device analysis indicated device failure. This report is submitted on march 24, 2022.

Manufacturer narrative:
This report is submitted on october 22, 2021.

Event description:
Per the clinic, the patient struggles from inconsistent device use and experienced performance decrement. The implanted device remains. It is unknown if there are plans to explant the device and to reimplant the patient with a new device as of the date of this report.

Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2021 and the patient was re-implanted with another cochlear device during the same surgery. This report is submitted on january 24, 2022.